Manufacturer narrative:
Gehc service personnel erased program files and reload calibration files. Performed functional test, system is working as intended. Unit returned to service.

Event description:
Customer reported data error on boot up in 2007 and call for service the same day at 14:05; customer states problem occurred before procedure; no pt involved; no injury reported.